Event description:
It was observed during the device evaluation, the duodenovideoscope exhibited foreign material at the forceps elevator, residual liquid at the distal end, and stains inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.